Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery when she was changing the infusion set. Customer's blood glucose was 433 mg/dl. No troubleshooting was resolved by a disconnecting and reconnecting the reservoir and infusion set. Customer was advised the insulin pump was working as designed. She is not returning the device for analysis.